Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a hawkone atherectomy device with a 6fr sheath and 0.014 spider fx embolic protection device during treatment of a 5cm plaque lesion in the patient¿s superficial femoral artery (sfa). Slight vessel tortuosity and moderate calcification are reported. Lesion exhibited 80% stenosis. Vessel diameter reported as 5mm. IFU was followed. It is reported that during atherectomy the device could not pack. The device was removed and cleaned. The device was reinserted and after two passes, the device was unable to pack. The device was again removed from the patient and inspected without issue noted. The physician then attempted to clear the jam out of the body of the device, but the device started to come apart. Post-dilation was performed to complete the procedure. No patient injury reported.

Manufacturer narrative:
Device evaluation: a visual inspection showed the slider cover of the hawkone connected to the cutter driver, but the other portion separated. There was no damages to the exposed slider cover or cutter driver. The other segment of the hawkone showed the handle body was fractured at the proximal end where it connects to the slider cover. A longitudinal stress fracture was observed to the handle body. The distal assembly shoed biologics within the housing, primarily at 1cm distal the cutter window and 3cm distal the cutter window. Green/yellow debris was observed around the torque shaft adapter. It is possible the debris may have been ptfe from the spider fx capture wire. No damage to the exterior of the hawkone distal assembly was noted. The slider cover was detached from the cutter driver and found no structural damage. Due to the fractured handle bode of the rotator assembly, no functional testing could be conducted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the device was removed with the cutter inside the housing. The device started to come apart outside of the patient, where the motor/driver separated from the hawk/catheter portion of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.